Manufacturer narrative:
The field complaint of failure to interrogate was not confirmed but the complaint of premature battery discharge was confirmed. The device was received capable of being interrogated with radiofrequency (rf) disabled due to reaching below elective replacement indicator (eri) level. Analysis of device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics with battery voltage at end of life (eol) level.

Event description:
It was reported that the patient's device could not be interrogated and radiofrequency (rf) telemetry was unavailable. The patient had been contacted several times but not presented in clinic. A transmission in june, 2020 had indicated six to seven years of remaining battery life. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable.